Event description:
Healthcare professional additional event of capsular contracture, baker grade I.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, missing shell and underweight. A visual and microscopic analysis was performed which identified: striated broken on radius and crease fold. Based on the device analysis the final assessment is: a striated broken on radius assessed as surgical damage. Missing shell assessed as inconclusive.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported "rupture" against left device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.